Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No unexpected low reservoir alarm noted. No cosmetic damage noted. (B)(4).

Event description:
It was reported that the customer had low blood glucose levels of 59 mg/dl. It was reported that the customer was admitted to the hospital's intensive care unit. The customer reported changing the reservoir of the insulin pump. It was reported that the insulin pump alerted the customer to a low reservoir alert. The customer checked both the reservoir and the insulin pump and did not find any insulin. The customer reported that too much insulin in the customer's body was the cause of the low blood glucose level. The customer also reported high blood glucose levels earlier in the year in the range of 400 mg/dl to 500 mg/dl. No additional information was provided.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.